Manufacturer narrative:
Field service engineer troubleshot finding no power to generator and the three 50 600 v fuses were blown. Once 480v was available to the generator, the fse powered on the generator. Fse completed service verification per the sedecal generator service manual. System returned to full service by the customer.

Event description:
On 5/21: customer reports male, having a retrograde cysto / endoscopy procedure, when fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. No reported injury.